Event description:
The vascular clamp was returned to the manufacturer for repair for an unspecified break/damage. There was no report of patient impact or injury.

Manufacturer narrative:
No known impact or consequence to patient. (B)(4). Result - mechanical shock problem. The device was returned to the manufacturer for evaluation and repair. Mxi repair technician had disassembled the instrument, replaced any missing or defective components, sand blasted and polished the instrument. The instrument was the reassembled, functionally tested and had the traceability etching repaired. The device was then returned to the xomed service and repair dept to return to the customer with a service report letter dated. Note: this MDR is being filed as a result of an internal review of complaints from medtronic¿s mxi facility in (B)(4). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. (B)(4) was opened to address these issues.